Event description:
It was reported that a recently implanted patient is feeling pain and has an infection at the incision site on her neck. It was stated that there was no impedance issue shown through system diagnostics and that the patient has not had any seizures since her device was implanted. A review of the device history records for the implanted generator and lead indicated that both devices were sterilized prior to release for distribution. All other quality inspections were also completed and passed prior to distribution. A follow up with the physician's assistant indicated that it was unclear if there was an infection or not. It was stated that the relationship between the pain and the infection was unclear. No surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
Further follow-up with the surgeon's office clarified that there was no reported abscess around the patient's incision site, and that the patient just had drainage from the site. The incision site was reported to have appeared "stable" with the drainage, which the physician was unable to extract fluid from, and the patient was prophylactically placed on antibiotics at the time. It was reconfirmed that there was no infection at the site. No further information has been received to date.

Event description:
In a follow-up with the physician's office, it was indicated that they performed a few tests to determine if the patient had an infection or not, and the results indicated there was none. The physician stated that the patient had an abscess around her incision site and after draining this abscess, they found another abscess. While the abscess was healing over, it was stated that the patient was found to be picking at the scab. After the physician instructed the patient to stop picking at the scab, the site began healing properly and it was stated in the follow-up that the incision site itself was almost fully healed and looked fine. It was clarified with the physician that the reported pain was from the abscesses, and that he believed the abscesses were unrelated to vns or vns surgery. It was further indicated from the follow-up that the patient was doing well with vns. When asked about diagnostics, it was stated that there had been no indication of malfunction or impedance issues. No additional relevant information has been received to date.